Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection <noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix extension issues and placement difficulties. Upon revision of the lead the product analysis found that the lead was fracture. No adverse patient effects were reported.